Manufacturer narrative:
A visual examination of the returned instrument confirmed the reported event, the tip of the instrument was sheared off. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument fracture during usage of the device.

Event description:
It was reported the tip of the inserter broke inside the screw during surgery. The tip was removed, however, a surgical delay of forty-five minutes to one hour was reported. Patient outcome: no adverse events were reported as a result of the surgical delay.